Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of decreased refill capillary, necrosis and small scar are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of necrosis, scarring and ischemia: "contra-indications: ¿ do not inject into the blood vessels (intravascular). Undesirable effects: the patient must be informed that there are potential side effects linked to this procedure which can be either immediate or delayed. These include, but are not limited to: ¿ cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. ¿ any other undesirable side effects associated with injection of juvéderm ultra¿ xc must be reported to the distributor and/or to the manufacturer."

Event description:
Healthcare professional reported treating a patient that was injected with juvéderm ultra¿ xc in the glabellar by another injector. The patient developed a skin necrosis "at the time of injection" and "[decreased] refill capillary." Patient was treated with hyaluronidase by the injector. The injector followed up with the patient via email and phone 3 months after injection and it was noted that there was a minor scab with no aesthetic consequences. The injector noted that the symptoms were "secondary to the injection site, not to the product used." Healthcare professional noted that the necrosis had not been "followed appropriately" and the patient has a small scar in the glabellar area. The healthcare professional had treated the patient with botox® and the patient is "doing ok."

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported treating a patient that was injected with juvéderm ultra¿ xc in the glabellar by another injector. The patient developed a skin necrosis "at the time of injection" and "[decreased] refill capillary." Patient was treated with hyaluronidase by the injector. The injector followed up with the patient via email and phone 3 months after injection and it was noted that there was a minor scab with no aesthetic consequences. The injector noted that the symptoms were "secondary to the injection site, not to the product used." Healthcare professional noted that the necrosis had not been "followed appropriately" and the patient has a small scar in the glabellar area. The healthcare professional had treated the patient with botox® and the patient is "doing ok."